Manufacturer narrative:
Based on the claim against the product by the customer noting repeated recoverable faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced errors 23087 and replaced the universal surgical manipulator (usm) to resolve the errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 1 was analyzed and found to have multiple 23087 error (with 23068 / 1173 / 32098 axes controller, motor (acm) on dof 8. The usm 1 generated 23068 on degree of freedom (dof) 8 (with 32098 on acm) during start-up in normal mode. The failure analysis (fa) found heavy debris/contamination/speck on dof 8 rotor mirror and instrument sterile adaptor (isa) printed circuit assembly (pca)'s dof 8 mirror surface causing latency and hall edge to encoder error from the field. As a fix to the reported problem, dof 8 rotor and instrument isa pca will be replaced. All other carriage rotors had heavy haze/surface contamination; all other carriage rotors will be replaced as a fix. Surface contaminations were also present on all carriage gearboxes. All carriage gearboxes will be replaced. Carriage assembly will be upgraded from 372181-12 to 372181-19 revision. All presence pins will be replaced to accommodate the carriage upgrade. The complaint regarding errors 23087 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed multiple errors 23087 stated hall sensor/encoder error on usm1 axis 7 related to the reported complaint. The root cause of the error 23087 is attributed to heavy debris, contamination and speck on the dof 8 rotor mirror and isa pca mirrors surface causing lent and hall edge to encoder the error. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: a usm had repeated recoverable faults after the start of the procedure. The surgeon was able to continue with the procedure robotically, however, persistent recoverable faults could result in disabling one arm and continuing the procedure using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the system had repeated recoverable faults. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and found repeated error 23087 on arm 1 axis 7. Prior to calling in, the customer had hard power cycled the patient cart and the system came up with no errors. The tse warned the customer that this error would return and asked if they needed all four arms. The customer stated that they did. The tse asked if the customer had any other patient carts they could use, and she said that all other patient carts were being used. The tse noted that this error has been in the logs for over a week and has not been called in. The customer decided to proceed after clearing the fault. The procedure was completed with no reported injury. An isi followed up with the initial reporter and obtained the following additional information: the issue was identified, prior to the start of the procedure; anesthesia was administered, and ports were placed. The system was checked upon powering on the system and no errors were displayed. There were no external interferences. There was no injury to the patient. The customer performed a hard reset and was able to complete the case with 4 arms. However, the customer had to complete the rest of the cases of the day laparoscopically.